Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. A revision procedure was performed and it was surgically abandoned. No additional adverse patient effects were reported.